Manufacturer narrative:
The catheter was returned for analysis with the stylet protruding from the catheter tip. The stylet was removed from within the lumen without issue. No damages or issues were found with the stylet. Approximately 0.6mm of the distal tip and the marker band were found missing from the catheter. The missing segment was found taped to the shaping card. The broken ends exhibited plastic deformation of the tubing material (jagged edges and stretching) which indicates that catheter broke when pulled and exceeding the tensile strength of the tubing material. The catheter was flushed and found patent. No other anomalies were observed. Based on the reported information and the device analysis, the customer¿s report of "marker band dislodged" was confirmed. It is possible that shaping of the catheter tip may have contributed to the reported event. However, the cause could not be determined. The lot history record review showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture. Per the instructions for use of marathon¿ flow directed micro catheter: steam shaping mandrel: in order to maintain catheter integrity and dimensional stability of the inner diameter, it is recommended that the user follow these instructions. Warning: shaping mandrel is not intended for use in the human body. Use only a steam source to shape the catheter tip. Do not use other heat sources. Prior to use, inspect the catheter tip for any damage that may have resulted from shaping. Do not use a catheter that has been damaged in any way. Damaged catheters may rupture causing vessel trauma or tip detachment during steering maneuvers. Remove shaping mandrel from card and insert into distal tip of the catheter. Carefully bend catheter tip and shaping mandrel to desired shape. A slight over exaggeration of the shape may be required to accommodate for catheter relaxation. Shape the catheter by holding the shaped portion approximately 1 inch (2.5 cm not less than 1 cm) from the steam source for about 20 seconds (do not exceed 30 seconds). Allow catheter tip to cool in air or saline prior to removing mandrel. Remove mandrel from catheter and discard. Multiple shaping is not recommended. Inspect the tip for any damage that may have resulted from steam shaping the catheter. If any damage is found, do not use the catheter.

Manufacturer narrative:
The device has not been returned for analysis, therefore the complaint cannot be confirmed. However, use context may have contributed to this event. It was reported that the catheter was noted to be steam shaped prior to use. The distal marker band was later located fixed on the card of the shaping mandrel lying on the sterile table. Per the marathon instruction for use: "inspect the tip for any damage that may have resulted from steam shaping the catheter. If any damage is found, do not use the catheter."

Event description:
Medtronic received information that the distal marker band was not visible under fluoroscopy. The catheter was removed and the procedure was completed with another marathon catheter. The patient was undergoing embolization treatment of a peripheral arteriovenous malformation (avm) located in the left leg. The catheter was noted to be steam shaped prior to use. The distal marker band was later located fixed on the card of the shaping mandrel lying on the sterile table. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.